Event description:
Reference importer report # (B)(4).

Manufacturer narrative:
Document review: gmk fixed cemented tibial tray size 2 right. Code (B)(4) / lot 113398 (30 items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Twenty-five items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related.